Event description:
New information noted the right ventricular lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Event description:
It was reported the patient presented remotely via merlin.net with anxiety. Review of the transmission revealed the right ventricular lead had decreased r-wave amplitude sensing which resulted in far p-wave oversensing that triggered several inappropriate shocks. Chest x-ray confirmed the right ventricular lead had dislodged. No changes or interventions were reported. The patient was in stable condition.